Event description:
It was reported that the rigid endoscope sheath's distal end was burned.  The patient was not under sedation. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: the distal end was burnt. The outer tube was bent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect handling of the device, as well as excessive force. The damage was caused by a massive hf (high frequency) current flashover which was most likely triggered by unintentional contact with other equipment or the distal ends constantly touching during hf application without tissue contact. This led to a short circuit and burns the tip of the device. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.